Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient was in sinus rhythm. Heparin was administered, and the activated clotting time (act) levels were above 250 seconds. The transseptal puncture was inferior and posterior. No pericardial effusion was noted prior to procedure. During procedure, the device was attempted to be implanted, and the device was partially recaptured 3 times. A pericardial effusion was noted as a 2-3mm fissure on the left atrium wall. Protamine was given. The device was removed prior to release, and the patient was transferred to open heart surgery to stop the bleeding. A paracostal surgery was performed to resolve the pericardial effusion. No device was implanted due to pericardial effusion. The patient status was reported as unstable.

Manufacturer narrative:
An event of pericardial effusion present post implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Additional information was received that the patient died on (B)(6) 2024. The investigation was reopened. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient was in sinus rhythm. Heparin was administered, and the activated clotting time (act) levels were above 250 seconds. The transseptal puncture was inferior and posterior. No pericardial effusion was noted prior to procedure. During procedure, the device was attempted to be implanted, and the device was partially recaptured (B)(4) times. A pericardial effusion was noted as a 2-3mm fissure on the left atrium wall. Protamine was given. The device was removed prior to release, and the patient was transferred to open heart surgery to stop the bleeding. A paracostal surgery was performed to resolve the pericardial effusion. No device was implanted due to pericardial effusion. Five days post procedure, the patient died due to diffuse bleeding into the lungs.

Manufacturer narrative:
An event of pericardial effusion present post implantation was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that the patient's activated clotting time (act) levels were above 250 seconds and heparin was administered. The field also indicated that the device was attempted to be implanted, and the device was partially recaptured 3 times. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A medical review of the case was performed and revealed, that it could not be determined whether the event should be attributed to the device, to utilization of the amulet outside of the IFU or if another factor is more likely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.